Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient implanted for non-malignant pain and rsd/causalgia-complex regional pain syndrome. The rep reported that they were in the operating room at the time of the report and indicated that part of the contact between 6/7 was frayed on the 0-7 lead, and that part of the contact was unable to go into the implantable neurostimulator (ins). The rep noted that both ports of the ins were attempted with no success. They stated that the 8-15 lead went into the ins fine and impedance reading were good, but it is providing the wrong stimulation coverage. The rep indicated that the physician will implant 2 new leads with the ins. The unused leads were to be sent back for analysis. No further complications or patient symptoms were reported or anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were in the operating room (or) doing a lead revision. The rep reported that in the process of moving the neurostimulator( ins) as a part of the procedure, it was noticed the ins had a burn mark on it on the white part of the header block when they were using cautery on the day of the report. The rep noted that they were using monopolar cautery. The rep was wondering if they should still continue to use this ins or not. The rep checked impedances, but they were all out of range because of the ins wasn¿t connected to the leads when impedances were being checked. Additional information was received from the rep on 2018-11-29. The rep reported that there was a loss of therapy and the physician replaced the leads. The leads were discarded. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3778-75 lot# serial# (B)(4), explanted: product type lead product ID 3778-75, serial# (B)(4), explanted: product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), product type lead; product ID 3778-75, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2018-11-28. It was reported there were high impedances on 8-15 and the hcp was going to replace leads. There was a reported loss of therapy. Impedances were checked, and the hcp was going to replace the leads (B)(6) 2018. No further complications were reported/anticipated. No patient symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep) 2018-11-30. It was reported the burn mark was on the white plastic of the ins. The ins was interrogated to verify connection. The healthcare provider (hcp) decided to re-implant during the lead revision/replacement. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75 lot# serial# (B)(4) product type lead product ID 3778-75 lot# serial# (B)(4) product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.